Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station interpreted milligram values as tablet and unit quantities, prompted users to remove excess medication, a technical support specialist (tss) communicated with the customer and the streamline representatives and explained the findings from the investigations from server regarding the incorrect dispense amount; the streamline representative acknowledged the issue and stated could correct it on customer end. Also, the representative updated the dispense amount message, and the customer created a test order to verify the fix, confirming that the issue was resolved. The streamline representative also confirmed there was a bug on their side causing the incorrect dispense amount. The customer then reported that the order appeared greyed out, and upon checking the medication inventory for ambien 5 mg, the tss verified that there was no ambien 5 mg loaded in the device. The customer stated the order was for a different medication (ziprasidone), but the tss confirmed that the given ID in the received hl7 message indicated ambien 5 mg. The streamline representative identified that the medication had not been set up correctly in their smart care system. The customer confirmed that the case could be closed and that they would continue working with streamline to resolve the hl7 messaging issue after it was verified that there were no issues on the pyxis side. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had continued to interpret milligram values as tablet/unit quantities, prompting nurses to remove excess medication (e.g., 25 mg was interpreted as 25 tablets). This resulted in incorrect inventory counts, greyed-out medications, and routine override usage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.